Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down while in use with a da pcba adc reference failure (100a) with no alarm no patient involvement / harm.

Manufacturer narrative:
When the device arrived at bench repair it was noted the customer reported "this has led to a serious situation with the patient due to the fact that the unit suddenly shut down completely. " patient/user involvement: customer reported serious injury. Patient information requested, yet not provided by the customer.

Event description:
The customer reported the device shut down while in use with a da pcba adc reference failure (100a) with no alarm customer reported serious injury.

Manufacturer narrative:
The bench repair technician confirmed the reported problem and replaced the da pcb - mc pcb cable and installed the mc pcb retention bracket kit. The bench repair technician noted the unit was alarming to specification for the alleged complaint conditions. The navigation ring was found to be without function. The front bezel was replaced to resolve this issue. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported adverse event. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.